Event description:
The user retested samples for toxoplasmosis igg as part of a study concerning discrepancies between the modular and vidas analyzers. The user tested the first sample from a pregnant woman on (B)(6) 2009, with a negative result of less than 0.130 ui per ml on the modular. On (B)(6) 2009, they were reprocessing the samples on the vidas and received a positive result of greater than 300 ui per ml. The user tested the sample on the modular analyzer again with a positive result of 650.0 ui per ml. A second female patient had a result of less than 0.130 ui per ml from the modular on (B)(6) 2009 and a repeat result on (B)(6) 2009 of 76.72 ui per ml. The sample was repeated on the modular on (B)(6) 2009, with four results of 0.130 ui per ml and one result of 0.256 ui per ml. The patient had a negative result of 1 ui per ml on (B)(6) 2009 on the vidas. The patient then had result of 0.130 ui per ml from the cobas 411 on (B)(6) 2009. A third female patient had a result of 1.82 ui per ml from the modular on (B)(6) 2009 and a result of 15.14 ui per ml from a new sample on (B)(6) 2009. Both samples were tested on the vidas on (B)(6) 2009 with both giving a negative result of 0 ui per ml.

Manufacturer narrative:
The laboratory reported the initial results to the physician and when the second result was positive, the physician was informed. No information was provided to determine if the patients were treated based on the initial results.

Manufacturer narrative:
Samples 1 and 2 were investigated and the positive results on both samples were confirmed. A root cause for the event could not be determined as insufficient information was provided for further investigation.